Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation. Visual inspection of the device found some evidence of wear as the connection between the latchin spring, and the support latch was loose. The deformation and wear observed could prevent the rasp handle from locking correctly. However the event as reported could not be confirmed as the mating part (product not supplied by greatbatch) was not provided. A manufacturing review was completed and no discrepancies were found. Manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use. No further investigation is required. (B)(4).

Event description:
It was reported the rasp cannot be clamped. No adverse events were reported as a result of the malfunction.